Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (10 mg/ml at .481 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On 14-mar-2018 it was reported that the patient came to the office on (B)(6) 2018 for a 10% increase in the daily dose. The hcp noticed that the patient¿s pump was programmed with a drug concentration of 10 mg/ml which was confirmed by the surgeon and circulating nurse at the time of implant, but it was supposed to have been a concentration of 1 mg/ml. The patient was going to return to the office in 2 weeks to aspirate the existing medication and then refill the pump with the correct drug concentration. The patient had no adverse events related to the event. There were no environmental, external or patient factors noted that may have led or contributed to the issue. The issue was not resolved at the time of the report. It was noted that the hcp had no further information regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.